Manufacturer narrative:
The field service engineer (fse) was dispatched to the site and was unable to confirm that the error. The fse found no error codes were in the unit. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that the unit keeps giving an error saying proximal line is disconnected when it is not. It is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported.